Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that high hv lead impedance was observed. At explant, low hv lead impedance was noted. Externalized conductors were susptected. Based on review of the images provided to st. Jude medical, the conductors do not appear to be externalized. Lead was cut and capped and a portion was returned for analysis.

Manufacturer narrative:
A partial lead with the connector pin measuring 16.2cm was returned. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.